Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During procedure the physician noted via transesophageal echocardiography (tee) what may have been a thrombus on the tip of the was sheath. The patient had an activated clotting time (act) of 381 seconds, which was therapeutic. Additional heparin was administered to the patient. The closure device was mid-deployment and was removed from the was sheath while the was sheath was aspirated using a 60ml syringe. After aspiration there did not appear to be thrombus on the was sheath. Before continuing, another possible thrombus was noted on a mitral valve leaflet. The physicians reviewed the pre-procedure images and noted that the possible thrombus was visible prior to the start of the procedure. The physicians deemed it to be safe to proceed, believing that what they noted was not a thrombus. The physician continued with the procedure and a new device was open and successfully implanted. There were no further complications noted during the remainder of the procedure. The patient is expected to fully recover.